Manufacturer narrative:
Additional manufacturer narrative: prosthetic valve endocarditis, with or without vegetation, is a serious complication of cardiac valve replacement and valve repair surgeries. In this case, the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Although edwards is unable to conclusively determine the root cause for this event, early cases of prosthetic valve endocarditis are almost universally related to contamination at the time of surgery and are unrelated to the device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this 23mm mitral bioprosthetic heart valve was explanted after approximately one (1) month due to prosthetic valve endocarditis with vegetation on the valve. This was replaced with a 25mm mechanical valve. On pod #2, the patient expired due to multiple organ failure. Per the site, the device did not cause or contribute to the patient's expiration.